Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant records received. Ppf alleges bone fracture and infection. It is unknown which bone was fractured. Doi: (B)(6) 2010, dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2012 the patient had left mom hip revised, a +12 delta ceramic femoral head was placed during this procedure along with competitor cup, screws, and polyliner. It may be assumed that the delta ceramic femoral head was depuys. On (B)(6) 2014 the patient had left hip revision with cage/cup construct to address the preoperative diagnosis of aseptic loosening of left acetabular component (competitor component). The indications for surgery included: increasing pain and ¿screws were broken¿. The patient has also had dislocations, which were noted to be ¿consistent with migration of the cup¿. During the surgery, the surgeon observed competitor screw was broken. The femoral head was revised along with the cup/liner/screws. A +12 revision ceramic head was placed. Medical records from (B)(6) 2022 note patient has left hip pain. Patient has been receiving injections from a pain doctor on a monthly basis (hip/back pain). Unknown etiology.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination, since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.